Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had no power was confirmed. An assessment was performed on the device which was found the triggers were jammed and the device would not run. It was noted that there was no power and triggers jammed when pushed. The assignable root cause was determined to be due wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) or fracture surgical procedure on a canine, it was observed that the small battery drive device had no power. It was reported that there was no delay due to the event as an identical spare device was available to successfully complete the procedure. There was no human patient involvement reported as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.